Event description:
It was reported that stent deployment difficulties and stent placement issues were encountered. The physician was performing a bilateral kissing stent procedure. Vascular access was obtained via the left and right common femoral arteries. The target lesions were located in the common iliac arteries. Two stents were deployed at the same time. During deployment of a 9x100x75 epic¿ stent on the right side, the stent began to "squeeze forward". The more the stent was deployed, the more the stent advanced further beyond the desired target area. Due to this movement, additional stenting was performed on both sides. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of two (2) epic stent delivery system (sds) devices. One was the complaint device and the other device was an 8x82 epic¿ stent. There was no damage to the non-complaint device. There was blood in the shaft of the complaint device. Microscopic examination presented no damage or irregularities to the handle or thumbwheel. There was a kink on the inner shaft 12.5cm from the tip. The stent was implanted and not returned for product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that stent deployment difficulties and stent placement issues were encountered. The physician was performing a bilateral kissing stent procedure. Vascular access was obtained via the left and right common femoral arteries. The target lesions were located in the common iliac arteries. Two stents were deployed at the same time. During deployment of a 9x100x75 epic¿ stent on the right side, the stent began to "squeeze forward." The more the stent was deployed, the more the stent advanced further beyond the desired target area. Due to this movement, additional stenting was performed on both sides. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4).